Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error causing an inability to switch ventilation modes as expected. There was no patient involvement.